Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced phrenic nerve stimulation from the left ventricular lead. The device was reprogrammed and stimulation was no longer seen. The patient was stable.